Manufacturer narrative:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of CABG, diabetes, and coronary artery disease. The target lesion was the ostium of the right carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and diameter was 6mm. A precise pro rx 10 x 30mm stent was deployed at the target lesion. An angioguard rx size 8 was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angiography suite. Approximately an hour post procedure, the patient developed mental status changes. He did not follow commands and had impaired speech. Diagnosis was a stroke (ischemic). MRI report states "several small areas of restricted diffusion involving the right cerebral hemisphere which are likely due to acute infarcts." The stroke was not treated and resolved with minimal residual. The patient was discharged 4 days post-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2010-00498.additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4) study. The patient was an (B)(6) white male with a history of CABG, diabetes, and coronary artery disease. The target lesion was the ostium of the right carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and diameter was 6mm. A precise pro rx 10 x 30mm stent was deployed at the target lesion. An angioguard rx size 8 was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angiography suite. Approximately an hour post procedure, the patient developed mental status changes. He did not follow commands and had impaired speech. Diagnosis was a stroke (ischemic). MRI report states "several small areas of restricted diffusion involving the right cerebral hemisphere which are likely due to acute infarcts." The stroke was not treated and resolved with minimal residual. The patient was discharged 4 days post-procedure. Addendum received (B)(6) 2010: the adjudication minutes received reported that following stent deployment and post-dilation the patient had an episode of bradycardia which responded to atropine with no clinical sequelae.